Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 in the morning. The patient manages her diabetes with oral medication, diet and exercise and took her usual dose of one pill metformin in the morning in response to the alleged issue. The patient reported that 10 days after the alleged issue occurred she developed symptoms of ¿dizziness and headache¿ however, denied receiving any treatment. During troubleshooting the cca noted that the test strip completely drew in the sample and that when the patient was walked through a retest the issue was unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.